Manufacturer narrative:
Per the clinic, the patient also experienced necrosis and infection at the implant site (specific date not reported). Correction: the date of explant is confirmed to be (B)(6) 2026, not (B)(6) 2026 as reported in initial MDR [6000034-2026-00682] submitted on february 19, 2026.

Event description:
Per the clinic, the patient experienced swelling around the coil and was treated with numerous antibiotics (type, date and duration not reported). However, the issue did not resolve and the device eventually extruded. Subsequently, the device was explanted on (B)(6) 2026. Re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.